Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging sticking test strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #3 ¿ additional information. The lay user/patient's test strips have been further evaluated by lifescan product analysis with the following findings: the test strips were found to be stuck together due to contamination. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. Follow-up #3: this supplemental is being sent to correct information submitted previously within follow-up #1 and to include new information. The information documented in the ¿additional MFR narrative¿ field of follow-up #1 was incorrect and should have read as follows: the test strips involved with this complaint failed testing. The reported issue was confirmed. A secondary issue was also noted when the test strip enzyme was found to be contaminated. The following evaluation codes should not have been documented in follow-up #1: (B)(4).

Manufacturer narrative:
Follow-up # 1: device evaluation the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips were tested and the primary complaint was confirmed; test strips were stuck together due to not being cut properly. When test strips were tested with control solution, an error 5 was observed with no assignable cause found. The test strips were found to have results below range when tested with control solution. The test strip enzyme was found to be contaminated with an unknown substance. The meter reported ¿control solution¿ when blood has been applied to a strip. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 correction: supplemental sent to correct information previously sent. Alert date should have stated 2/4/2016.